Manufacturer narrative:
Additional information was received and section b5 description of the event was updated; along with the patient medical history and patient's identifier. According to the patient discovery form, the patient is a 29 year old male with a history of prophylactic/trauma: motor vehicle collision with closed head injury with need for supportive procedures including ivc placement, percutaneous tracheotomy 8f shiley placement and percutaneous endoscopic gastrostomy tube placement. The patient seeks relief against, including, but not limited to, non-economic damages, economic damages, including past and future medical expenses, and punitive damages. The patient's symptoms and injuries include, but are not limited to, emotional and physical pain, blood clots, clotting, and/or occlusion of the ivc (caval thrombosis), thrombotic treatment, dvt, device unable to be retrieved, migration of entire filter other than to heart, perforation of filter strut(s) outside the ivc and tilt. It was reported that a patient, that was implanted with an optease vena cava filter, developed an extensive clot below the filter extending to the common femoral and common iliac veins six years post implant. Thrombosis and deep vein thrombosis were also reported. Additional information indicated filter perforation outside the inferior vena cava (ivc), migration of the filter other than to the heart, tilt, blood clots, clotting, and/or occlusion of the ivc and device unable to be retrieved. There have been no documented attempts to retrieve the filter. The patient also reports to have experienced anxiety and pain. According to the medical records, the indication for the filter placement, in addition to a tracheostomy and gastro- feeding tube, was a supportive care after experiencing a head injury. The filter was placed via the left femoral vein and deployed across the second vertebral body region. The filter placement was immediately followed by a tracheostomy with placement of a #8 shiley, which was then followed by the placement of a peg feeding tube. The patient reportedly tolerated all the procedures well and was taken back to the intensive care unit. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots, clotting and/or occlusion of the inferior vena cava or the filter does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without the procedural films or post-placement imaging and the limited information provided, the report of occlusion, caval thrombosis and deep vein thrombosis could not be confirmed or further clarified, nor a relationship between the device and the event be drawn. Inferior vena cava filters are not indicated for use in the prevention of dvt. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that this event was previously reported via manufacturing report number 9616099-2016-00326. However, additional reports cannot be submitted via the previous number as the complaint handling database is no longer available as reported, six years after an optease inferior vena cava (ivc) filter was implanted, it was found to have developed an extensive clot below the filter extending to the common femoral and common iliac veins. Additional information was received indicating the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, thrombosis and dvt. It was also indicated that there was perforation of the filter struts outside the ivc, migration of filter, tilt, blood clots, clotting, and/or occlusion of the ivc and device unable to be retrieved. Subsequent medical records received indicate the patient initially presented with a head injury and the need for supportive procedures including ivc placement, percutaneous tracheotomy 8f shiley placement and percutaneous endoscopic gastrostomy tube placement. Fluoroscopic road map venograms were obtained with a 60cc of conray demonstrating a normal caliber inferior vena cava. The vertebral bodies were identified and marked 5, 4, 3, 2 and 1 and the optease inferior vena cava filter was then deployed across the second vertebral body region. The sheath was removed and pressure was held on the left groin. No bleeding was noted. The tracheotomy and the gastrostomy tubes were also successfully placed. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusion within the filter and blood clots do not represent a device malfunction. Without images or procedural films for review, the reported filter tilt/migration and perforation could not be confirmed and the exact cause could not be determined. The timing and mechanism of the reported filter tilt is unknown. A clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Inferior vena cava (ivc) filter migration is also a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, 6 years after a cordis optease ivc filter was implanted, it was found to have developed an extensive clot below the filter extending to the common femoral and common iliac veins. An additional legal brief was received indicating the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, thrombosis and dvt. Additional information received indicated there was perforation of the filter struts outside the ivc, migration of entire filter other than to heart, tilt, blood clots, clotting, and/or occlusion of the ivc and device unable to be retrieved. Subsequent medical records received indicate the patient initially presented with a head injury and the need for supportive procedures including ivc placement, percutaneous tracheotomy 8f shiley placement and percutaneous endoscopic gastrostomy tube placement. Fluoroscopic road map venograms were obtained with a 60cc of conray demonstrating a normal caliber inferior vena cava. The vertebral bodies were identified and marked 5, 4, 3, 2 and 1 and the optease inferior vena cava filter was then deployed across the second vertebral body region. The sheath was removed and pressure was held on the left groin. No bleeding was noted. The tracheotomy and the gastrostomy tubes were also successfully placed.